Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the cord plug was cut off close to the handle body. No wiring splicing could be done to test for the reported condition. Investigation found that the cord has been cut off near the handle body and no wiring splicing could be done to test for the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric sleeve procedure, the device sealed for the first couple of firings without issue. Upon sealing some gastric branches of the gastric epiploic vessel, the vessels began to bleed just 10ml. An end tone was heard indicating that the device had completed the seal cycle. The jaws of the device were clean with no eschar build up. Suction was used in the area and the vessels were re-sealed numerous times and eventually achieved a satisfactory level of hemostasis. They opened another device and it was used to complete the case without further incident. There was no patient injury. The generator is working okay and attributes the issue to the instrument. Another case was completed after this incident using the same generator.